Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07504. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor electively explanted and replaced the ipg. Post operative programming was performed and the patient received effective stimulation.

Manufacturer narrative:
Concomitant product(s): model: 3416, scs receiver, implant date unknown. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07504. It was reported the patient experienced multiple falls and stopped receiving effective stimulation. An impedance check showed no anomalies. Programming could not provide resolution. As a result, the patient will undergo surgical intervention.